Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model #: a complete model # is unknown, as product serial number was not provided. Section d4 - serial#: unknown, as information was requested but not provided section d4 - catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted section e1 - telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens could not be reviewed since no serial number was provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of atoric eyhance iol(intraocular lens), the axis was planned at 81 degrees. During the post-operative exam the objective refraction was -0.25/-1.25/160 and in mydriasis the axis was at 95 degrees, the lens had rotated more than 10 degrees. The patient expressed dissatisfaction with the result. We learned that the lens was implanted on the (B)(6) 2023. No further information was provided.